Event description:
The reporter stated that a 12.1mm vticm5_12.1 -14.00/1.5/69 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a spherical lens and it was reported that lri was performed for astigmatism, problem resolved. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
Additional information: d9: 19-dec-2022. H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).